Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 147 mg/dl. The customer reported that the buttons of the insulin would not allow the customer to do anything. The customer reported priming the insulin pump but no insulin came out. The customer also reviewed the alarm history of the insulin pump but there was only a low reservoir alarm from the insulin pump. The customer declined to troubleshoot and would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).